Event description:
It was reported that the pt has been suffering from (B)(6) for some time, and had not been able to wear her audio processor regularly because of the eczema. Finally, she had not been able to wear her audio processor at all. The pt was explanted of the device on (B)(6) 2012.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device analysis will be submitted as a f/u report.